Event description:
Reporter alleged the needles from the multiclix lancet drums were exposed out of the box. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device. Reporter stated that she no longer has the drums, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.